Manufacturer narrative:
Correction:d4:corrected UDI informationh4:corrected device manufacturer date

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation, however, an investigations performed on similar cases by imt proved that this failure can be reproduced in the lab and the ventilation keep continuing with the last applied setting. This failure classified as "permanent apphang while device in standby mode". As a resolution, bug fix improvements will be implemented on next sw release and documented under tfs ID (B)(6).

Manufacturer narrative:
The suspect device has not been returned for evaluation. However, vyaire technical support advised that the main board needs to be replaced. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bella vista 1000 us freezes while on a patient. Furthermore, the patient was transferred to another vent, and there was no harm reported.